Manufacturer narrative:
The complainant indicated that the device has been disposed, therefore, no direct product analysis will be available. The root cause of the reported incident can not be determined.

Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. The 95% stenosed lesion was located in the calcified and tortuous circumflex artery. The lesion was pre-dilated with an unspecified balloon. Upon advancing the stent delivery system, the liberte stent dislodged from the balloon in the circumflex artery. The physician attempted to retrieve the dislodged stent by removing all devices as a unit. Another manufacturer's stent was deployed to "crush" and retain the dislodged stent against the vessel wall. The procedure was completed with a different device. The pt's status is reported as "ok."